Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty in 1975 with competitor product. Subsequently, patient was revised in 1992 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 1992 due to an unknown reason. Patient underwent a third revision procedure on (B)(6) 2004 due to a loosened acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on unknown date. Subsequently, patient was revised on the right side on (B)(6) 2004 due to acetabular cup loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00667 & 02770).